Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Medwatch mw5176581: it was reported that the solis infusion pump began to alarm unexpectedly. The patient was able to temporarily resolve the alarm, but it recurred intermittently. The pump ceased alarming; however, the patient was due for a medication change and decided to switch to a backup pump upon arriving home. The patient later called back to report no further issues. The serial number, expiration date, and exact position of the pump during the alarm were not provided. The patient was on continuous IV infusion of remodulin at a dose of 85 ng per kg per min via the solis pump. The product fault occurred during use with the patient but did not result in any clinical injury. The patient had a backup device and was able to continue the infusion successfully.

Manufacturer narrative:
H3: device not received by manufacturer.¿ a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.